Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 72 hours is using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 137 mg/dl. The supplies were changed to address the event and insulin delivery was resumed. Reportedly, the customer used the supplies for longer 72 hours.